Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. The information provided indicated a type of endoscope used with this ligator, but did not indicate the specific model endoscope used with this ligator. Labeling on the device lists the recommended endoscope size for each reference part number (rpn). Use of the product with an endoscope too large or too small can result in the barrel becoming dislodged. If the barrel is not advanced as far as it will go onto the tip of the endoscope, barrel detachment can occur. The instructions for use under system preparation advises the user to "attach barrel to tip of endoscope, ensuring barrel is advanced onto tip as far as possible. Note: when placing the barrel onto the distal end of the endoscope, ensure that the trigger cord does not become pinched between the barrel and the endoscope." The instructions for use direct the user to lubricate the endoscope and exterior portion of the barrel. Barrel detachment can occur if lubricant is allowed inside the barrel before the loading process. The instructions for use cautions the user "do not to place lubricant inside barrel." A possible contributing factor to barrel detachment includes allowing body fluids to enter the area between the barrel and endoscope. The instructions for use state "prior to assembling device, routine endoscopic examination is recommended to confirm diagnosis requiring treatment of esophageal varices or internal hemorrhoids." If the endoscope is wiped free after the initial check for location of the varices, body fluids in this area can be avoided. The information provided mentioned that five (5) out of six (6) bands were deployed. The remaining bands on the barrel most likely deployed as the barrel detached from the endoscope. The barrel is not intended to be attached to the deployment strings. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record for the lot number confirmed that this lot met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an esophageal variceal ligation, the physician used a cook 6 shooter saeed multi-band ligator. When removing the endoscope after deploying five (5) bands the banding cap came off. The endoscope was reintroduced in the proximal esophagus and the detached banding cap [barrel] was removed using a roth net.